Event description:
On 24-apr-2026, it was reported by a sales representative via (B)(4) that an abs-10060 centrifuge's screen went black and smelled like smoke. No case or patient involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.